Manufacturer narrative:
Unit received with currents in specification. Unit passed displacement, rewind, basic occlusion, occlusion, prime, force system sensor and displacement test. No unexpected excessive no delivery alarm. Unit had minor scratched lcd window, cracked case near display window corners,broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was 400 mg/dl at the time of incident and treated with a syringe. Customer declined to troubleshoot. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.